Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced a malfunctioning pinch valve pv49 to resolve the issue. The fse then verified the repair as per established procedures and no further leaks were observed. (B)(4).

Event description:
The customer reported that approximately two to four milliliters of diluent leaked from the rinse block of the lh 500 hematology analyzer while running a patient control. The customer stated that the leak was not contained within the instrument and diluent leaked outside of the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.